Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset by technical support, after which the error did not reappear, and they successfully started their sensor session.